Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, system log files and system history. The log file analysis showed that most communication to the system components (can) was unavailable. As a result, neither x-ray nor system movements were available. The siemens service engineer confirmed that the can communication was down. After the connection panel (system interface radiation control front panel) was exchanged the system recovered. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen biplane system. During an interventional procedure a controller area network (can bus) was down. The procedure was continued and completed on an alternate system. Siemens is unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).